Event description:
Cvvh machine running without issue most of the day, then fluid starting dripping from bottom of machine; appeared to be clear (probably dialysate fluid). Returned blood and opened up machine; unclear where exactly the fluid was leaking from or if it is a machine malfunction or a tubing malfunction. Per rn, this has happened at least once before but the machine and tubing numbers were not recorded. Harm caused delay of dialysis by about 45 minutes and cost of new tubing. Machine sent down to biomed for assessment and new machine obtained and re-primed with new tubing.